Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported difficult to open or close (gripper actuation) cannot be determined. The reported poor image resolution appears to be related to patient morphology/pathology (short restricted posterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.d10, h3 - device was not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The leaflets were difficult to visualize, due to echo imaging. The clip was advanced to the mitral valve, and during the grasping attempts the gripper arms would not come down. Trouble shooting was performed, but the grippers stayed in the up position. The clip was not implanted, and the cds was removed. There was no adverse patient effect, and no clinically significant delay in the procedure. Another clip was advanced. The short, restricted posterior leaflet could not be grasped. The clip was not implanted, and was removed. No clips were implanted, mr remains at 4. No additional information was provided.